Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device abdomen') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced seizure ("seizures"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraine / headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, fatigue, migraine, nausea, seizure and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, fatigue, migraine, nausea, pelvic pain and seizure to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device abdomen') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced seizure ("seizures"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraine/headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, fatigue, migraine, nausea, seizure and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, fatigue, migraine, nausea, pelvic pain and seizure to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received new reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, device dislocation, migraines, fatigue, nausea, seizures, lower abdominal pain and severity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.